Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display, during the initial drain. The technical service representative (tsr) explained the alarm. The home patient (hp) was to inform their nurse of the alarm. The nurse sets the hc up around 8am and the hp does not connect until around midnight. The tsr explained the patient line fluid maybe dropping when sitting that long. The hp understood. The tsr had the hp cycle the power and the hp would not do any therapy for the night and have the nurse remove the supplies the next morning. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) was not confirmed, and the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.